Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module energy device (pmed) board and completed analysis of the product. The pmed was placed onto a testing unit, and the pmed would not boot. The reported complaint was confirmed/replicated.

Event description:
It was reported that during a da vinci-assisted liver biopsy surgical procedure, the harmonic ace instrument couldn't work. The customer replaced the instrument, the energy cable, and the personality module energy device (pmed) board port connection. The customer also power cycled the system and the ethicon generator but the issue persisted. The technical service engineer (tse) guided the customer to check the pmed indicator and stated that it didn't show that it was on. The customer connected the pmed with a force triad generator but the harmonic ace instrument still didn't work. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the ethicon generator using its own footpad.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and identified a defective pmed board. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical inc. (Isi) has received the replaced pmed board; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.